Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. There is no information available regarding treatment. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window, and the soft cannula not visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 45 first prime pulses and was subsequently deactivated before the start of second priming. The pod did not run enough pulses for the needle mechanism to deploy. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The shelf mode current (smc) was measured to be within specifications. The pod was reset, connected to an unused pdm, completed both priming sequences and programmed a 5u bolus successfully, no data abnormalities were observed. The cause of the reported communication error could not be conclusively determined.